Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the buttons on the insulin pump were hard to push. The customer's blood glucose was unknown. The father stated that the insulin pump was not dropped nor bumped nor exposed to moisture. The insulin pump will be not returned for analysis.